Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the journal of sexual medicine published a retrospective evaluation on the relationship between the urine culture result before procedure and infectious bacteria of artificial urinary devices targeting 454 devices in 422 male patients placed with artificial urethral sphincter (aus) and/or penile prosthesis (pp). As a result, 15 devices (3%) had infection occurred upon the median follow-up of 15 months. Based on the urine culture result before the procedure, the placed devices were classified into sterile group and positive group, but there was no significant intergroup difference in the infection rate between the sterile group and positive group (3.3% vs 4.3%, p=0.70). Only 1 device out of the 15 devices in which the device infectious bacteria and urine culture result before procedure were matched. In the multivariate analysis, aus placement group had 4.5-fold higher risk of positive urine culture result compared to pp placement group (45% vs 18%, p <0.001), but infection rate was similar (3% vs 3%, p=0.89). Thus, urine culture result before the procedure was not related to the infectious bacteria on artificial urinary tract devices. Preoperative urine culture results correlate poorly with bacteriology of urologic prosthetic device infections. [J sex med 2017; 14:163-168]. Doi: 10.1016/j.jsxm.2016.10.017. Pmid: 28065350.